Event description:
It was reported to boston scientific corporation in 2006 that an enteral guidewire device was used during a colonic stenting procedure three days prior (patient age, gender and weight are unknown). According to the complainant, during the procedure, the coating stripped form the enteral guidewire. The procedure was completed with another enteral guidewire device. No patient complications were reported as a result of this event. The patient's condition was reported to be ok.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.